Manufacturer narrative:
The monopolar curved scissors (mcs) instrument has not been returned for evaluation; therefore the root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be submitted if additional information is received. This complaint is being reported due to the following conclusion: during a da vinci-assisted procedure, a piece from the monopolar curved scissors (mcs) instrument allegedly broke off and fell inside the patient. The broken fragment was retrieved. Although, no patient harm was reported at this time it is unknown what caused the instrument fragment to break off and fall inside the patient.

Event description:
It was reported that during a da vinci-assisted surgical procedure, a piece from the monopolar curved scissors (mcs) instrument broke off and fell inside the patient. The fragment was retrieved laparoscopically. The instrument was inspected prior to use and the surgeon confirmed there were no collisions with other instruments or hard material. The surgical staff confirmed that the instrument was removed during the procedure and the wrist was straightened upon removal. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the monopolar curved scissors (mcs) instrument involved with this complaint and completed the investigation. The proximal end of the tube extension was found to be broken. Approximately 0.202 x 0.537 was broken off and was not returned with the instrument. The known common cause of this failure is due to mishandling/misuse. Based on the device evaluation results, this MDR report is being retracted since the failure mode was found to be due to user misuse/mishandling and not due to a malfunction of the instrument.